Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, menometrorrhagia, hypothyroidism, obesity, asthma and back disorder. Concomitant products included estrogens conjugated (premarin asahikasei), levothyroxine, naproxen and norethisterone acetate (aygestin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced reproductive tract disorder ("reproductive system disorder or condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("mood swing"), hot flush ("hot flashes"), urinary tract infection ("infection type: uti's and bladder"), cystitis ("infection type: uti's and bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hypertension ("blood or heart disorder/condition type: high blood pressure after 2 years after essure"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue,"), weight increased ("weight gain"), alopecia ("hair loss") and visual impairment ("vision/eye problems type: after essure needed glasses"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, back pain, dyspareunia, dysmenorrhoea, mood swings, hot flush, urinary tract infection, cystitis, female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, hypertension, nausea, tooth disorder, fatigue, weight increased, alopecia, reproductive tract disorder and visual impairment outcome was unknown and the genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, hypertension, menorrhagia, mood swings, nausea, pelvic pain, reproductive tract disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. (B)(6) 2011, surgical pathology report: final pathologic diagnosis: a: endocervix, curettage-fragments of benign endocervical mucosa. Abnormal menstrual bleeding: she reports abnormal menstrual bleeding which began approximately 1 year ago. She reports abnormal menstrual bleeding that occurs monthly occurs irregularly, occurs twice a month. She reports abnormal menstrual bleeding that is heavy in flow. She uses I pad/tampon every hour. Symptoms include dysmenorrhea, dyspareunia. The severity is moderate. The symptoms have becn worsening. There were no precipitating factors or unusual exposures. Therapies tried include birth control pills, bedrest, heating pads, nsaids b: endometrium biopsy: fragments of benign endometrial polyp; changes suggestive of exogenous hormone administration. Microscopic description: a: the specimen consists of fragments of benign endocervical mucosa admixed with blood and mucus material. There is no evidence of dysplasia or malignancy. B: the specimen consists of fragments of endometrium. One piece is polypoid showing widely spaced, variably dilated glands surrounded by a fibro vascular stroma. Other small pieces show widely spaced small glands. There is no evidence of hyperplasia or malignancy. Fragments of metaplastic squamous epithelium are also present. Clinical history: d and c hysteroscopy, menometrorrhagia preoperative diagnosis: menometrorrhagia. Postoperative diagnosis: menometrorrhagia, enlarged uterus. Procedure name: hysteroscopy and d&c. (B)(6) 2011, surgical pathology report: specimens received : uterus with bilateral tubes and ovaries final pathologic diagnosis: uterus, lavh-weakly proliferative endometrium uterine cervix, lavh mild chronic cervicitis wit squamous metaplasia. Right and left ovaries, oophorectomy-follicular cysts right and left and fallopian tube, salpingectomy-no significant pathologic abnormality microscopic description: squamous metaplasia and chronic inflammation are noted. The right ovary contains numerous small follicular cysts. Small serosal cysts are noted near the fimbriated end and the tube is otherwise unremarkable. A section of left ovary reveals numerous follicular cysts. Gross section: specimen received in formalin consists of a uterus amputated below the cervix with bilaterally attached adnexa. The uterus is normal shape and symmetry and weighs 112 grams. It measures overall 9.5 x 5.0 x 4.0 cm. The serosal surface is smooth and glistening. The cervical as is gaping and measures 1.4 cm in greatest dimension. The pinkish gray ectocervix measures up to 1.8 em in greatest dimension. The endocervical canal is probe patent and measures 4.5 cm in length. The wall averages 1.5 cm in thickness. The canal is lined by furrowed congested pinkish tan mucosa. The endometrial cavity is triangular in shape and measures 3.5 x 3.0 cm. The endometrial cavity is lined by pinkish tan endometrium averaging approximately 0.2 cm in thickness. The myometrium is non-nodular and averages 2.0 cm in thickness. The right ovary is pale pinkish blue in color and the surface is smooth. It is usual shape and measures 3.5 x 2.5 x 1.4 cm. Numerous blood filled cysts are present beneath the cortical surface. These cysts measure up to 0.6 cm in greatest dimension. The attached fallopian tube measures 7.0 cm in length by 0.6 cm in diameter. The serosal surface is smooth and glistening. Approximately 1.5 cm in from the fimbriated end is a small fimbria-like projection from the serosal surface. This zone measures 0.8 cm in greatest dimension. The fimbriated end is free and patent. The left ovary is similar in appearance to the right and measures 3.5 x 2.5 x 2.2 cm. Sectioning reveals scattered subcortical cysts that are filled with blood tinged fluid a small old corpus luteum is noted. The attached fallopian tube measures 7.0 cm in length by 0.7 cm in diameter. The serosal surface is smooth and glistening. The fimbriated end is free and patent. Sections are submitted as follows: cassette 1 anterior cervix; 2 posterior cervix; 3 anterior endometrium and myometrium; 4 posterior endometrium and myometrium; 5 right ovary and tube; 6 additional fimbria-like end of right fallopian tube; 7 left ovary; 8 left fallopian tube. Patient's current weight 220 lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received. Reporter information added. Patient¿s demographics were added . Concomitant drug, concomitant condition was added. Event added as per pfs mood swing, hot flashes, uti's and bladder infection, apareunia, anxiety and depression, bladder or urinary problems or changes, reproductive system disorder, high blood pressure, nausea, dental problems, vision/eye problems type: after essure needed glasses, fatigue, weight gain, hair loss. Updated onset date, outcome of event(abdominal pain, abnormal bleeding). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, menometrorrhagia and hypothyroidism. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2011, surgical pathology report: final pathologic diagnosis: a: endocervix, curettage-fragments of benign endocervical mucosa. Abnormal menstrual bleeding: she reports abnormal menstrual bleeding which began approximately 1 year ago. She reports abnormal menstrual bleeding that occurs monthly occurs irregularly, occurs twice a month. She reports abnormal menstrual bleeding that is heavy in flow. She uses I pad/tampon every hour. Symptoms include dysmenorrhea, dyspareunia. The severity is moderate. The symptoms have becn worsening. There were no precipitating factors or unusual exposures. Therapies tried include birth control pills, bedrest, heating pads, nsaids b: endometrium biopsy: fragments of benign endometrial polyp; changes suggestive of exogenous hormone administration. Microscopic description: a: the specimen consists of fragments of benign endocervical mucosa admixed with blood and mucus material. There is no evidence of dysplasia or malignancy. B: the specimen consists of fragments of endometrium. One piece is polypoid showing widely spaced, variably dilated glands surrounded by a fibro vascular stroma. Other small pieces show widely spaced small glands. There is no evidence of hyperplasia or malignancy. Fragments of metaplastic squamous epithelium are also present. Clinical history: d and c hysteroscopy, menometrorrhagia preoperative diagnosis: menometrorrhagia. Postoperative diagnosis: menometrorrhagia, enlarged uterus. Procedure name: hysteroscopy and d&c. (B)(6) 2011, surgical pathology report: specimens received : uterus with bilateral tubes and ovaries final pathologic diagnosis: uterus, lavh-weakly proliferative endometrium uterine cervix, lavh mild chronic cervicitis wit squamous metaplasia. Right and left ovaries, oophorectomy-follicular cysts right and left and fallopian tube, salpingectomy-no significant pathologic abnormality microscopic description: squamous metaplasia and chronic inflammation are noted. The right ovary contains numerous small follicular cysts. Small serosal cysts are noted near the fimbriated end and the tube is otherwise unremarkable. A section of left ovary reveals numerous follicular cysts. Gross section: specimen received in formalin consists of a uterus amputated below the cervix with bilaterally attached adnexa. The uterus is normal shape and symmetry and weighs 112 grams. It measures overall 9.5 x 5.0 x 4.0 cm. The serosal surface is smooth and glistening. The cervical as is gaping and measures 1.4 cm in greatest dimension. The pinkish gray ectocervix measures up to 1.8 em in greatest dimension. The endocervical canal is probe patent and measures 4.5 cm in length. The wall averages 1.5 cm in thickness. The canal is lined by furrowed congested pinkish tan mucosa. The endometrial cavity is triangular in shape and measures 3.5 x 3.0 cm. The endometrial cavity is lined by pinkish tan endometrium averaging approximately 0.2 cm in thickness. The myometrium is non-nodular and averages 2.0 cm in thickness. The right ovary is pale pinkish blue in color and the surface is smooth. It is usual shape and measures 3.5 x 2.5 x 1.4 cm. Numerous blood filled cysts are present beneath the cortical surface. These cysts measure up to 0.6 cm in greatest dimension. The attached fallopian tube measures 7.0 cm in length by 0.6 cm in diameter. The serosal surface is smooth and glistening. Approximately 1.5 cm in from the fimbriated end is a small fimbria-like projection from the serosal surface. This zone measures 0.8 cm in greatest dimension. The fimbriated end is free and patent. The left ovary is similar in appearance to the right and measures 3.5 x 2.5 x 2.2 cm. Sectioning reveals scattered subcortical cysts that are filled with blood tinged fluid a small old corpus luteum is noted. The attached fallopian tube measures 7.0 cm in length by 0.7 cm in diameter. The serosal surface is smooth and glistening. The fimbriated end is free and patent. Sections are submitted as follows: cassette 1 anterior cervix; 2 posterior cervix; 3 anterior endometrium and myometrium; 4 posterior endometrium and myometrium; 5 right ovary and tube; 6 additional fimbria-like end of right fallopian tube; 7 left ovary; 8 left fallopian tube. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), and pain. Lot number and relevant lab data added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included depression, menometrorrhagia, hypothyroidism, obesity, asthma and back disorder. Concomitant products included drospirenone + ethinylestradiol (gianvi), estrogens conjugated (premarin asahikasei), levothyroxine, naproxen and norethisterone acetate (aygestin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced uterine mass ("reproductive system disorder or condition : mass in uterus due to the heavy bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("mood swing"), hot flush ("hot flashes"), urinary tract infection ("infection type: uti's and bladder"), cystitis ("infection type: uti's and bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hypertension ("blood or heart disorder/condition type: high blood pressure after 2 years after essure"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue,"), weight increased ("weight gain"), alopecia ("hair loss") and visual impairment ("vision/eye problems type: after essure needed glasses"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, back pain, dyspareunia, dysmenorrhoea, mood swings, hot flush, urinary tract infection, cystitis, female sexual dysfunction, anxiety, depression, bladder disorder, urinary tract disorder, hypertension, nausea, tooth disorder, fatigue, weight increased, alopecia, uterine mass and visual impairment outcome was unknown and the genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, hypertension, menorrhagia, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine mass, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. (B)(6) 2011, surgical pathology report: final pathologic diagnosis: a: endocervix, curettage-fragments of benign endocervical mucosa. Abnormal menstrual bleeding: she reports abnormal menstrual bleeding which began approximately 1 year ago. She reports abnormal menstrual bleeding that occurs monthly occurs irregularly, occurs twice a month. She reports abnormal menstrual bleeding that is heavy in flow. She uses I pad/tampon every hour. Symptoms include dysmenorrhea, dyspareunia. The severity is moderate. The symptoms have becn worsening. There were no precipitating factors or unusual exposures. Therapies tried include birth control pills, bedrest, heating pads, nsaids b: endometrium biopsy: fragments of benign endometrial polyp; changes suggestive of exogenous hormone administration. Microscopic description: a: the specimen consists of fragments of benign endocervical mucosa admixed with blood and mucus material. There is no evidence of dysplasia or malignancy. B: the specimen consists of fragments of endometrium. One piece is polypoid showing widely spaced, variably dilated glands surrounded by a fibro vascular stroma. Other small pieces show widely spaced small glands. There is no evidence of hyperplasia or malignancy. Fragments of metaplastic squamous epithelium are also present. Clinical history: d and c hysteroscopy, menometrorrhagia preoperative diagnosis: menometrorrhagia. Postoperative diagnosis: menometrorrhagia, enlarged uterus. Procedure name: hysteroscopy and d&c. (B)(6) 2011, surgical pathology report: specimens received : uterus with bilateral tubes and ovaries final pathologic diagnosis: uterus, lavh-weakly proliferative endometrium uterine cervix, lavh mild chronic cervicitis wit squamous metaplasia. Right and left ovaries, oophorectomy-follicular cysts right and left and fallopian tube, salpingectomy-no significant pathologic abnormality microscopic description: squamous metaplasia and chronic inflammation are noted. The right ovary contains numerous small follicular cysts. Small serosal cysts are noted near the fimbriated end and the tube is otherwise unremarkable. A section of left ovary reveals numerous follicular cysts. Gross section: specimen received in formalin consists of a uterus amputated below the cervix with bilaterally attached adnexa. The uterus is normal shape and symmetry and weighs 112 grams. It measures overall 9.5 x 5.0 x 4.0 cm. The serosal surface is smooth and glistening. The cervical as is gaping and measures 1.4 cm in greatest dimension. The pinkish gray ectocervix measures up to 1.8 em in greatest dimension. The endocervical canal is probe patent and measures 4.5 cm in length. The wall averages 1.5 cm in thickness. The canal is lined by furrowed congested pinkish tan mucosa. The endometrial cavity is triangular in shape and measures 3.5 x 3.0 cm. The endometrial cavity is lined by pinkish tan endometrium averaging approximately 0.2 cm in thickness. The myometrium is non-nodular and averages 2.0 cm in thickness. The right ovary is pale pinkish blue in color and the surface is smooth. It is usual shape and measures 3.5 x 2.5 x 1.4 cm. Numerous blood filled cysts are present beneath the cortical surface. These cysts measure up to 0.6 cm in greatest dimension. The attached fallopian tube measures 7.0 cm in length by 0.6 cm in diameter. The serosal surface is smooth and glistening. Approximately 1.5 cm in from the fimbriated end is a small fimbria-like projection from the serosal surface. This zone measures 0.8 cm in greatest dimension. The fimbriated end is free and patent. The left ovary is similar in appearance to the right and measures 3.5 x 2.5 x 2.2 cm. Sectioning reveals scattered subcortical cysts that are filled with blood tinged fluid a small old corpus luteum is noted. The attached fallopian tube measures 7.0 cm in length by 0.7 cm in diameter. The serosal surface is smooth and glistening. The fimbriated end is free and patent. Sections are submitted as follows: cassette 1 anterior cervix; 2 posterior cervix; 3 anterior endometrium and myometrium; 4 posterior endometrium and myometrium; 5 right ovary and tube; 6 additional fimbria-like end of right fallopian tube; 7 left ovary; 8 left fallopian tube. Patient's current weight 220 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: previously reported events "reproductive system disorder or condition " pt was changed to "uterine mass" from pfs. Event "essure confirmation test(s) not conducted" was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. 628431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, menometrorrhagia and hypothyroidism. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2011, surgical pathology report: final pathologic diagnosis: a: endocervix, curettage-fragments of benign endocervical mucosa. Abnormal menstrual bleeding: she reports abnormal menstrual bleeding which began approximately 1 year ago. She reports abnormal menstrual bleeding that occurs monthly occurs irregularly, occurs twice a month. She reports abnormal menstrual bleeding that is heavy in flow. She uses I pad/tampon every hour. Symptoms include dysmenorrhea, dyspareunia. The severity is moderate. The symptoms have been worsening. There were no precipitating factors or unusual exposures. Therapies tried include birth control pills, bedrest, heating pads, nsaids b: endometrium biopsy: fragments of benign endometrial polyp; changes suggestive of exogenous hormone administration. Microscopic description: a: the specimen consists of fragments of benign endocervical mucosa admixed with blood and mucus material. There is no evidence of dysplasia or malignancy. B: the specimen consists of fragments of endometrium. One piece is polypoid showing widely spaced, variably dilated glands surrounded by a fibro vascular stroma. Other small pieces show widely spaced small glands. There is no evidence of hyperplasia or malignancy. Fragments of metaplastic squamous epithelium are also present. Clinical history: d and c hysteroscopy, menometrorrhagia preoperative diagnosis: menometrorrhagia. Postoperative diagnosis: menometrorrhagia, enlarged uterus. Procedure name: hysteroscopy and d&c. (B)(6) 2011, surgical pathology report: specimens received : uterus with bilateral tubes and ovaries final pathologic diagnosis: uterus, lavh-weakly proliferative endometrium uterine cervix, lavh mild chronic cervicitis wit squamous metaplasia. Right and left ovaries, oophorectomy-follicular cysts right and left and fallopian tube, salpingectomy-no significant pathologic abnormality microscopic description: squamous metaplasia and chronic inflammation are noted. The right ovary contains numerous small follicular cysts. Small serosal cysts are noted near the fimbriated end and the tube is otherwise unremarkable. A section of left ovary reveals numerous follicular cysts. Gross section: specimen received in formalin consists of a uterus amputated below the cervix with bilaterally attached adnexa. The uterus is normal shape and symmetry and weighs 112 grams. It measures overall 9.5 x 5.0 x 4.0 cm. The serosal surface is smooth and glistening. The cervical as is gaping and measures 1.4 cm in greatest dimension. The pinkish gray ectocervix measures up to 1.8 em in greatest dimension. The endocervical canal is probe patent and measures 4.5 cm in length. The wall averages 1.5 cm in thickness. The canal is lined by furrowed congested pinkish tan mucosa. The endometrial cavity is triangular in shape and measures 3.5 x 3.0 cm. The endometrial cavity is lined by pinkish tan endometrium averaging approximately 0.2 cm in thickness. The myometrium is non-nodular and averages 2.0 cm in thickness. The right ovary is pale pinkish blue in color and the surface is smooth. It is usual shape and measures 3.5 x 2.5 x 1.4 cm. Numerous blood filled cysts are present beneath the cortical surface. These cysts measure up to 0.6 cm in greatest dimension. The attached fallopian tube measures 7.0 cm in length by 0.6 cm in diameter. The serosal surface is smooth and glistening. Approximately 1.5 cm in from the fimbriated end is a small fimbria-like projection from the serosal surface. This zone measures 0.8 cm in greatest dimension. The fimbriated end is free and patent. The left ovary is similar in appearance to the right and measures 3.5 x 2.5 x 2.2 cm. Sectioning reveals scattered subcortical cysts that are filled with blood tinged fluid a small old corpus luteum is noted. The attached fallopian tube measures 7.0 cm in length by 0.7 cm in diameter. The serosal surface is smooth and glistening. The fimbriated end is free and patent. Sections are submitted as follows: cassette 1 anterior cervix; 2 posterior cervix; 3 anterior endometrium and myometrium; 4 posterior endometrium and myometrium; 5 right ovary and tube; 6 additional fimbria-like end of right fallopian tube; 7 left ovary; 8 left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage and pelvic pain to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.